Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report a reactive (positive) advia centaur xp sars-cov-2 antigen (cov2ag) result that was considered discordant with the nonreactive (negative) result upon repeat testing. The field service engineer (fse) checked the system and replaced the valve in the rp line. The patient sample was repeated on two different advia centaur systems and the results were negative. Siemens investigated. There were no other samples tested at the time of the positive result. The advia centaur xp s/n irl81020730 was immediately taken down and the valve in the rp line was replaced. The patient sample was tested again on the system and a negative result was obtained. In house data was reviewed for the cov2ag lot 008 and no patient imprecision was noted. The customer was up and running after repair and no further discordant results were reported. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "results should be considered in the context if a patient's recent exposures, history, and the presence of clinical signs and symptoms consistent with covid-19, and confirmed with a molecular assay, if necessary, for patient management." Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer obtained a reactive (positive) advia centaur xp sars-cov-2 antigen (cov2ag) result that was considered discordant with the nonreactive (negative) result upon repeat testing. The reactive result was not reported. There are no reports of patient intervention or adverse health consequences due to the discordant reactive cov2ag result.